Event description:
A malfunction occurred with the customer's pump, characterized by the repeated appearance of malfunction code malf 12, which persisted despite prior resets. Details about the impact on the customer's blood glucose level were not reported or declined. Technical support decided to replace the pump, and the customer was instructed on how to prepare the malfunctioning pump for return. The customer will continue to use the current pump for insulin delivery while awaiting the replacement and understood the process for returning the faulty device.